Manufacturer narrative:
Product implicated is a 4 fr dual lumen catheter. Returned for evaluation is the catheter only which is in two pieces. The proximal section (hub) measures 6.5cm and the distal section (tubing) measures 33.5cm. Lot history review indicated no unresolved manufacturing or component related issues and seven product complaints of similar nature. One of these was user related and six were unconfirmed. The catheter separated at the hub tubing joint. Under 50x maginifiation, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down adjacent to the break site. These digns indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."

Event description:
PICC line was placed 2/4/97 in right upper arm. They found the catheter was disconnected from the hub with IV fluids leaking into the bed.